Manufacturer narrative:
It was reported that the usb port was observed to be bent; however, the pump was able to be charged to 100% successfully. During device evaluation, the pump was unable to initiate battery charging due to usb pin damage. The failure investigation has been completed and the alleged usb port issue was verified. However, the fill estimate issue was unable to be confirmed due to the reported usb port issue (usb pin damaged).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 275 units of insulin. The customer's blood glucose level was 102 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.